Event description:
Device issue: none. Symptoms/ae: perforation/intervention. Onset of adverse event: during procedure/post procedure. It was reported that during the procedure in the left anterior descending artery (lad), a rx xience v 3.0 x 28 mm stent was implanted. Post deployment, a perforation was noted. Two graftmaster stents (3.0 x 19 and 3.0 x 16 mm) were deployed to treat the perforation. Angiomax was not restarted. The patient developed chest pain approximately 2 hours post procedure. Coronary artery bypass surgery (CABG) was performed. The following day, angiogram revealed the lad was totally occluded at the site of the graftmaster stents; however, the saphenous vein graft to the lad was patent. The patient was reported to be doing fine and there was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Mi was not diagnosed during the (B)(6) 2010 procedure. It is unknown if all three stents (xience, graftmasters) were occluded post implant. The occlusion referenced in the 11 april 2011 angiogram is the same occlusion that was noted post procedure 19 february 2010. Two graftmaster stent grafts were required due to the length of the perforation. Both graftmaster stent grafts performed as intended. The hematoma was a result of the perforation. No additional information was provided. There was no reported product deficiency. Bradycardia/arrhythmia, hematoma, hypotension, occlusion, and cardiac tamponade, are known adverse events as listed in the xience v instructions for use.

Manufacturer narrative:
(B) (4). (B) (4). Angina and perforation are known adverse events as listed in the IFU. Additionally, angina, perforation, surgical procedure, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The lot number was not provided; therefore, a device history record review could not be performed. The two graftmasters, (p.n. 12744-19, lot # unk) (p.n. 14744-16, lot# unk) are being filed under separate medwatch reports.

Event description:
Subsequent to the initial medwatch report, additional information reports that during the procedure, the left anterior descending artery (lad) was stented with a 3.0x28 xience stent, deployed at 12 atmospheres. Repeat angiograms revealed a small area of perforation at the site. The patient complained of chest pain, blood pressure and heart rate dropped. The perforated segment was stented using two graftmaster stent grafts while tamponading the proximal portion of the vessel to limit the flow. Fentanyl was administered. Repeat angiogram revealed the perforation was completely sealed with distal flow. Echocardiogram (EKG) revealed only small pericardial effusion without any evidence of tamponade. At the end of the procedure, the patient was hemodynamically stable. Patient developed hypotension post procedure and atropine was administered. The patient developed st elevations, EKG was obtained, and neosnephryne was administered. The patient was taken to surgery. Hematoma around the medial part of the left anterior descending coronary artery was noted. Drainage of pericardial effusion and relief of pericardial tamponade was performed as well as emergent myocardial revascularization consisting of saphenous vein bypass graft to the lad. Angiograph revealed graft was widely patent and no significant luminal narrowing of the distal lad. Heparin and protamine were administered. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition. On (B)(6) 2011, the patient was re-hospitalized with angina symptoms. Angiogram of the saphenous vein bypass graft to the lad revealed the pre-existing occlusion at the mid zone.